Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced bilateral negative dysphotopsia postoperatively. The surgeon implanted the piggyback iol (sulcoflex) in the right eye. No further information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stated that post implantation of sulcoflex condition is good.